Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was performed for provided lot number 163099. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, one sample was received for evaluation by our quality team. It came in an opened packaging blister and a visual inspection was performed. The barrel is clean and the plunger rod has foreign matter at the bottom part, which is grease from the molding process. No other defect or imperfection was observed. The cause for this defect could have resulted during the molding process, where the molding press could have not been cleaned properly, which would leave a residue of lubricant grease that was found on the sample received. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that red foreign matter was found in the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter: "customer called today to report a syringe that was found thursday that contained foreign matter. She said it is red, similar to blood."